Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient was able to go back to a normal dosage a week ago today on wednesday (june 17th), but when doing so they would lag at 90% when connecting to deliver a bolus. During the call, an agent walked the patient rep through clearing data from the handset and the patient rep closed all apps. The patient rep connected to myptm (personal therapy manager) as intended. The troubleshooting steps that were taken on the call resolved the issue.